Manufacturer narrative:
Other applicable components are: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain and rsd/causalgia - complex regional pain syndrome. It was reported that the patient experienced a loss of stimulation starting a couple of months earlier (the exact date and year were unknown). The patient reported that they were having a problem with their left shoulder. The patient stated that they were not feeling stimulation. The patient met with a manufacturer representative and they turned up the patient¿s stimulation. The patient felt the stimulation and felt better after the appointment until the night before the call (B)(6) 2017 when the patient was unable to feel the stimulation. The patient turned up the stimulation again and was still unable to feel anything. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.